Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer a piece separated on the stylet extension hub. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the rubber stopper becoming dislodged from the t-lock assembly is confirmed, but the root cause could not be determined. One t-lock assembly was returned for evaluation. An initial visual observation of the returned t-lock extension tubing revealed use residues throughout the device. The stylet was not returned with the device. The rubber stopper was observed to be detached from the plastic t-lock assembly. A microscopic observation revealed no unusual deformation surrounding the plastic of the t-lock assembly, and no unusual deformation was observed along the rubber stopper of the t-lock assembly. Potential causes of failure include over-pressurization of the t-lock assembly or miss assembly during manufacture of the product; however, because the device was used upon the return of the product, the cause of failure could not be determined. This complaint will be recorded for future trending and monitoring purposes.